Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs and performance testing confirmed the device failure to complete its internal self-test. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device failure was most likely due to a defective non-return valve (nrv) in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.